Event description:
During an embolization procedure of the left (mca) middle cerebral artery aneurysm, a couple micrus coils (6mm x 5mm x 7mm were) successful implanted assisted with a hyperform balloon, but during delivery of the third micrus coil, the physician felt resistance and repositioned the microcatheter prowler 14. Then, the intracranial pressure increase and angiogram showed severe extravasation of the vessel. To the treat the extravasation, nine non-cordis coils were placed, but the patient (ic) intracranial pressure did not change, and additional angiograms were taking. The angiogram showed no flow through the treated or distal to the area, and it was thought that there was thrombus at the site. An enterprise (unknown catalog and lot) was inserted and flow was restored at the implant site, but the distal flow was completely shut down. Additional angiograms showed that there was no thrombus in the area that the stent was implanted. The patient was taking back to recovery, and expired two days later. It was unknown which device caused the extravasation of the target site. The microcatheter was not re-shaped, and a constant and dedicated saline source was utilized at all times during the procedure.

Manufacturer narrative:
During a coil embolization of a 6x7x5mm unruptured left middle cerebral artery (mca) aneurysm, after successful implantation of two noncordis micrus coils using a hyperform/ev3 balloon, when the third coil was being placed using the balloon, resistance was felt upon first coil deployment attempt. Therefore, the prowler 14 microcatheter was repositioned. On second attempt to deploy the coil, the anesthesiologist noted a change in the heart rate and blood pressure. The intracranial pressure increased and angiogram showed severe extravasation/rupture of the aneurysm/vessel. This was treated with placement of nine non-cordis coils; however, the pressures did not change. Additional angiograms showed no flow through the treated area or distal to the area. It was thought that there was thrombus at the site. An enterprise vrd was inserted with restoration of flow at the implant site; however, the distal flow was completely shut down. Additional angiograms showed that there was no thrombus in the area that the stent was implanted. The patient was taken back to the recovery area. The patient expired two days later. The prowler microcatheter was not reshaped and a constant and dedicated saline source was utilized at all time during the procedure. It was reported that the physician could not implicate one device (micrus microcoil, codman microcatheter, ev3 balloon) over any of the others as being the main contributor to the event. Basically, everything seemed to be going right. They were in the process of repositioning the third coil when the aneurysm ruptured. It was unknown which device caused the extravasation of the target site. The prowler microcatheter is not available for analysis and the lot number is not known; therefore, a device history record review cannot be completed. Vessel/aneurysm perforation is a known potential adverse event associated with this type of procedure as outlined in the instructions for use. These procedures involve treatment of aneurysms which have known vessel wall weakness. Review of the information suggests that vessel/aneurysm characteristics and procedural issues may have contributed to the reported arterial rupture. There is no indication of any device design or manufacturing issues related to the aneurysm rupture. As reported the relationship of the prowler microcatheter and the event cannot be determined. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Hyperform balloon, micrus coils, enterprise stent.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an embolization procedure of the left (mca) middle cerebral artery aneurysm 6mm x 7mm x 5mm, a couple micrus coils (6mm x 5mm x 7mm were) were successful implanted assisted with a hyperform balloon, but during delivery of the third micrus coil (ultipaq 3 x 6), the physician felt resistance and repositioned the microcatheter prowler 14. Then, the intracranial pressure increase and angiogram showed severe extravasation/rupture of the aneurysm/vessel. To the treat the rupture/extravasation, nine non-cordis coils were placed, but the patient (ic) intracranial pressure did not change, and additional angiograms were taken. The angiogram showed no flow through the treated or distal to the area and it was thought that there was thrombus at the site. An enterprise (unknown catalog and lot) was inserted and flow was restored at the implant site, but the distal flow was completely shut down. Additional angiograms showed that there was no thrombus in the area that the stent was implanted. The patient was taken back to recovery, and expired two days later. It was unknown which device caused the extravasation of the target site. The microcatheter was not re-shaped, and a constant and dedicated saline source was utilized at all times during the procedure. Additional information will be submitted within 30 days of receipt.